Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that bolus deliveries were not recorded in the pump history. There was no reported impact to the customer's blood glucose level related to the reported issue. Customer reverted to manual injections for insulin therapy.